Manufacturer narrative:
Results: a customer provided a photo that shows a sample with a sliced area in the tubing however a sample was not returned for evaluation. A sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Possible root cause: just before the sealing process if the tubing is hanging outside of the bottom blister cavity, the tubing can be severed or sliced. A DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. CAPA (B)(4) has been initiated for documentation related to this issue of severed/sliced tubing to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that while a nurse was using the wingset pbbcs 21 x .75 12 pre-attached to draw blood there was blood leakage out of the tubing. Upon examination, tubing was found to be defective with visible severed sliced tubing. There were two separate incidents: one in which the leaking blood contacted a nurse's gloved hands and a second incident when the blood leaked on the nurse's watch and arm. No blood exposure to open skin or mucosal membranes. No injure or medical intervention.